Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Subsequently, the customer was hospitalized in the intensive care unit. The customer declined to provide additional information regarding the reported issue.